Manufacturer narrative:
(B)(4).

Event description:
(B)(4) study. Same case as 2134265-2013-04490. It was reported that post stenting procedure, in-stent restenosis occurred. In (B)(6) 2010, the patient presented with silent ischemia and cardiac catheterization was performed which revealed multivessel disease. The first target lesion was a de novo lesion located in the 99% stenosed proximal segment of the saphenous vein graft extending to the right posterior descending artery which was 14mm long with a reference vessel diameter of 2.8mm. The lesion was treated with direct stent placement using a 16 x 2.75mm taxus liberté stent which resulted to 0% residual stenosis. The second target lesion was a de novo lesion located in the 90% stenosed distal segment of the saphenous vein graft extending to the right posterior descending artery which was 14mm long with a reference vessel diameter of 2.8 mm. The second target lesion was treated with direct stent placement of another 16 x 2.75mm taxus liberté stent which resulted to 0% residual stenosis. After one day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient presented to the hospital and was noted to have 95% in-stent restenosis of the study stents in the saphenous vein graft extending to the right posterior descending artery. On the same day, the focal in-stent restenotic lesion was treated with the placement of an unspecified drug eluting stent which resulted to 0% residual stenosis. The event was considered to be resolved without residual effects and the patient was discharged on aspirin and prasugrel.

Event description:
It was further reported that in (B)(6) 2012, the 95% focal in-stent restenotic lesion present in the proximal saphenous vein graft(svg) extending to the right posterior descending artery(r-pda) was treated with balloon angioplasty resulting to 0% residual stenosis. Within the same day, the 80% distal edge stenosis in the distal svg extending to the r-pda was treated with a 3.0x12mm non-bsc stent resulting to 0% residual stenosis. The event was considered resolved without residual effects and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. A product labeling review identified that this device was used per the directions for use (dfu) / product label. Restenosis is listed in the dfu for this product as potential adverse events associated with the use of this device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.  The most probable root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu (B)(4).